Manufacturer narrative:
UDI #: (B)(4). Date of event: exact date not provided however it is noted in (B)(4) of 2015, the patient complained of vision issues and discomfort. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a bacterial infection after a photorefractive keratectomy (prk) procedure that was performed on (B)(6) 2015. A description from the surgery center indicated the surgeon had indicated initially, the patient was doing well. In (B)(6) of 2015, the patient complained of vision issues and discomfort. At that time, the surgeon referred the patient to a corneal specialist who found a bacterial infection in (B)(6) 2015. The patient was put on oral medication. It is unclear how long the infection had been present. The patient was put on durezol (difluprednate ophthalmic emulsion), lotemax (ophthalmic suspension) and occular ls (ketorolac tromethamine ophthalmic solution) post operatively, following the prk treatment. It is possible the infection developed well after the prk healed as the patient was seen the same day and was provided with -4.00 glasses by the specialist, however, the surgeon's office never measured more than -2.00 for the patient towards the end of 2015. The patient became a steroid responder and was taken off the steroids around (B)(6) 2015. The pre-operative best corrected visual acuity (bcva) was 20/20 and post-operative bcva was 20/40 when the surgeon last saw patient. There is no plan for an enhancement at this time as they are waiting for the patient to stabilize. The surgery center mentioned there is a suspicion of a possible an autoimmune disease, though the patient has not been diagnosed with anything.